Event description:
The MFR rep reported the pt's intrathecal drug delivery pump was found to be delivering less than the prescribed volume of drug. A motor stall occurred. The drug used in the pump was dilaudid and marcaine 4%. No specific symptoms were reported. The pump was replaced and the device was returned to the MFR for analysis. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.